Manufacturer narrative:
(B)(4).one tacticath quartz ablation catheter was returned for evaluation. Visual inspection revealed the proximal tubing of the catheter was cut and detached proximal to the handle. The results of the investigation were inconclusive due to the condition of the returned device. However, the log files from the tactisys quartz system were returned and the analysis performed concluded the device performed as intended and there were no contributing anomalies. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. During the procedure there were several spikes in temperature noted via the esophageal temperature probe and inaccurate readings on the act machine. Following the isolation of three pulmonary veins on this patient with small anatomy, the ablation catheter was moved along the anterior portion of the right inferior pulmonary vein when there was another temperature spike from the esophageal temperature probe and the patient became hypotensive. An ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no alleged performance issues with any sjm device.